Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who had lasik surgery was diagnosed with trace diffuse lamellar keratitis (dlk) in the right eye at the one day post op visit. The steroid drops were increased from four times per day to six times per day. At the one week post op visit, the dlk had resolved and the uncorrected va was 20/20.